Manufacturer narrative:
The biosense webster inc. Product analysis lab received the device for evaluation on 04-jul-2021. The device evaluation was completed on 28-jul-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The sheath was being used on the patient. The hemostatic valve separated and started leaking. No report of air entering into patient¿s body. Issue resolved without percutaneous or surgical removal. Hemodynamics was not compromised and less than 10cc blood was lost. No interventions were required. The issue was resolved by replacing the sheath. Device evaluation details: visual analysis of the returned sample revealed that the hemostatic valve was missing on the hub of the carto vizigo sheath. For this reason, a guide wire was inserted through the sheath and the valve was not found inside the vizigo; however, the valve separated from the device. Examination of the brim cap and the silicone ring revealed the components were placed in the correct position and found in good conditions. A device history record (DHR) was performed for the finished device 00001634 lot number, and no internal action related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 4-jul-2021 for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The sheath was being used on the patient. The hemostatic valve separated and started leaking. No report of air entering into patient¿s body. Issue resolved without percutaneous or surgical removal. Hemodynamics was not compromised and less than 10cc blood was lost. No interventions were required. The issue was resolved by replacing the sheath. With the information available, this was assessed as a MDR reportable product malfunction for ¿hemostatic valve-separation¿ as it is most likely the minimal bleeding had occurred due to a malfunctioning/dislodged valve.